Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. However, a visual inspection of the device revealed damage to the grommets and a loose/detached setscrew.

Event description:
It was reported that during implant procedure that the doctor had to reposition the lead and the rv coil setscrew became loose and the screwdriver could not fit into header. The device was not implanted. No patient complications have been reported as a result of this event.